Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video processor displayed error e118 on the screen, the image is frozen and there was no access to the various menus. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4. Corrected fields: d9, g2 (add foreign). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the events reported as "error e118"and"error e116" were caused by a impact of the faulty motherboard and dual line memory module or corrosion traces on the printed circuit board. Olympus will continue to monitor field performance for this device.